Event description:
The user received questionable sodium results from the cobas integra 400 plus serial number (B)(4) and provided data for seven patient samples. All results are in mmol/l. Patient sample 1 initial result was 132, the repeat result on the same analyzer was 137.3 and the results from the cobas c501 was 140. Patient sample 2 initial result was 128.8 and the results from the cobas c501 was 136. Patient sample 3 initial result was 134.1 and the results from the cobas c501 was 141. Patient sample 4 initial result was 132.6 and the results from the cobas c501 was 139. Patient sample 5 initial result was 126.4 and the results from the cobas c501 was 132. Patient sample 6 initial result was 122.1 and the results from the cobas c501 was 130. Patient sample 7 initial result was 132.2 and the results from the cobas c501 was 139. The initial results were reported outside the laboratory. The patients were not treated as the doctor questioned the results. Upon evaluation of the cobas integra 400 plus, the field service representative determined the ise tubing was faulty and split at the end junction at the peristaltic pump. He replaced the ise tubing, removed the mixtower and soaked it. He replaced four electrodes and pump tubings. To verify the analyzer operation, he ran ise performance testing and direct and indirect calibrations successfully. The user ran quality control with results within the established ranges.